Manufacturer narrative:
Pending device return and evaluation.

Event description:
Revision due to ceramic liner fracture.

Manufacturer narrative:
Pending device return and evaluation. This emdr can be voided, as the device was logged in error and is not part of the revision.

Event description:
Revision due to ceramic liner fracture.